Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutoff unexpectedly and pump battery was unable to be charged. There was no reported impact to customer's blood glucose. Customer reverted to an alternate method for insulin therapy. Upon follow up, customer reported pump battery was able to be fully charged and insulin therapy was resumed.